Event description:
Additional information received notes recurrence of non-sustained right ventricular oversensing episodes due post-sensed t-wave oversensing. No changes or intervention was performed. The patient condition was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via merlin. It was noted that implantable cardioverter exhibited non-sustained oversensing due to post-sensed t-wave oversensing on pvc. No programming changes were required. The patient remained stable.